Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that the large skyplate has been dropped. The device was in clinical use and there was no harm to patient or user. The filed service engineer (fse) performed analysis and concluded that the detector has been dropped which caused the large artifacts. Calibration was performed for the detector however the images still showed artifacts due to the damage. There were medium shocks registered in detector shock log. Detector needs to be replaced. A replacement quotation was sent to customer. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).

Event description:
It was reported the detector was dropped which caused large artifacts, recalibration attempts were unsuccessful.the device was in clinical use and there was no patient or user harm.